Event description:
It was reported "it does not completely pass the guide and when removing or positioning the memory is lost and it is no longer useful, it cannot be re-entered". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of an unraveled guide wire was confirmed through analysis of the photo. The guide wire was observed to be partially advanced through the catheter with evidence of unraveling from the proximal end, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit (s-25703-113a) informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. The guide wire was observed to be partially advanced through the catheter with evidence of unraveling from the proximal end; however, full complaint verification testing could not be performed as no sample was returned for analysis. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Regardless of these circumstances, without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: correction d.4 from (B)(4).

Event description:
It was reported "it does not completely pass the guide and when removing or positioning the memory is lost and it is no longer useful, it cannot be re-entered". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".